Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st(device #1). There is no allegation related to the bard/davol ventralex st. H.11: this MDR was a duplicate of event/device information submitted under MDR 1213643-2019-09779. Please refer to MDR 1213643-2019-09776 for detail of event and device. Updated fields: b5, g4, g7,h2, and h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on an unspecified date, and an unspecified bard/davol ventralight st(device #1 and device #2) on (B)(6) 2012 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralight st(device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Corrected information: this MDR 1213643-2019-09779 represents a duplicate submission. Please see 1213643-2019-09776 for event/device details.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st(device #1). There is no allegation related to the bard/davol ventralex st. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on an unspecified date, and an unspecified bard/davol ventralight st(device #1 and device #2) on (B)(6) 2012 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the two (2) ventralight st(device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."